Manufacturer narrative:
As part of a remedial activity, lumenis conducted a retrospective review of all its versacut+ complaint files from january 2015 to may 2017. An investigation of the reported event found that the reported malfunction of the versacut+ handpiece was similar to a device malfunction that was alleged to have caused or contributed to a potentially harmful situation. Although lumenis cannot confirm there was any patient involvement associated with the reported event, lumenis is aware that the same malfunction was alleged to have caused or continued to a serious injury (reference MDR #3004135191-2015-00026), and in an abundance of caution, lumenis is reporting this event as it represents a reportable malfunction.

Event description:
A foreign user facility reported that they have three versacut + handpieces which are operating intermittently. No report of death or serious injury is associated with this complaint. This is for handpiece #3 of 3.

Manufacturer narrative:
As part of a remedial activity, lumenis conducted a retrospective review of all its versacut+ complaint files from january 2015 to may 2017. An investigation of the reported event found that the reported malfunction of the versacut+ handpiece was similar to a device malfunction that was alleged to have caused or contributed to a potentially harmful situation. Although lumenis cannot confirm there was any patient involvement associated with the reported event, lumenis is aware that the same malfunction was alleged to have caused or continued to a serious injury (reference MDR #3004135191-2015-00026), and in an abundance of caution, lumenis is reporting this event as it represents a reportable malfunction.

Event description:
A foreign user facility reported that they have three versacut + handpieces which are operating intermittently. No report of death or serious injury is associated with this complaint. This is for handpiece #3 of 3.